Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition and the reported slda was a cascading effect of the device damaged by another device in conjunction with patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), dense septal chordae, thin leaflets, and an enlarged atrium for a triclip procedure. The first clip was implanted mid a/s (anterior and septal leaflets) and was stable on both leaflets. During positioning of the second clip, it became entangled in the chordae. While retracting the second clip to release from the chordae, it made contact with the first clip. The first clip detached from the septal leaflet. The second clip was implanted in commissural a/s and detached from the septal leaflet immediately after deployment. Third clip implanted central a/s, was used to stabilize both detached clips. The end result was grade 3 tr. Per the physician, the slda was due to dense chordae in the septal region.